Event description:
It was reported, the customer experienced a high blood glucose over 400 mg/dl. Customer stated their blood glucose has been fine since their adverse event. The customer declined to troubleshoot for their high blood glucose. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.